Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2021-06588. It was reported that patient was experiencing ineffective therapy and confirmed via x-ray that leads had migrated. Trouble shooting was unable to solve the issue. As such surgical intervention took place wherein both the leads were explanted and replaced with new leads. Reportedly effective therapy was restored.